Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2008. The physician corrected the settings; however, the frequency and magnet on time were not corrected. A generator diagnostic test was performed during an office visit on 06/09/2008 which changed frequency and magnet on time back to settings prior to the interrupted system diagnostic test. No patient adverse events were reported.